Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿crease fold observed. ¿deformation observed. ¿wear abrasion observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6

Event description:
Healthcare professional reported left side change in color (yellow).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted and replaced.